Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported, during a flexible ureteroscopy in the kidney using three ncircle tipless stone extractors, the baskets of the devices could not be opened. No adverse effects have been reported due to the alleged malfunction. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. Two ncircle tipless stone extractors were returned for investigation. Device a was returned with the handle and basket formation in the open position. The male luer lock adapter (mlla) was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.8cm in length. The support sheath was bent over starting 0.5cm from the nose of the mlla. The basket sheath was kinked 9cm from the distal tip. The handle was able to move the basket assembly, but the basket formation did not expand with handle actuation. Device b was returned with the handle and basket formation in the open position. The mlla was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 2.8cm in length. The support sheath was bowed starting 1.5cm from the nose of the mlla. The basket sheath had a small kink 87.5cm from the distal tip and a kink 1cm from the distal tip of the support sheath. The handle actuated basket formation. One wire in the basket formation was pulled out of the distal cannula. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which caution, ¿enclose the device in the sheath before removing from the tray/holder,¿ and, ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ two complaint devices were returned. - device a was found to have a basket with the wires collapsed and the basket would not open into the proper shape. - device b was found to have 1 of the 4 basket wires separated from the basket cannula that holds the proximal end of the wires in place. Both devices had sheath damage, with kinking observed near the distal end of the sheath. The sheath damage and basket issues both indicate the distal end of the devices were damaged during use. It is logical to assume the third non-returned device had a similar issue. Based on the condition of the returned devices and provided information, the devices were inadvertently damaged during use. With three devices becoming damaged during the same procedure, it is possible there was a procedural related issue that led to the damaged devices, however the provided information states there was no such issue. Based on the information available, however, cook has concluded that the cause for the failure of the baskets to open could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a flexible ureteroscopy in the kidney using three ncircle tipless stone extractors, the baskets of the devices could not be opened. No adverse effects have been reported due to the alleged malfunction.